Event description:
It has been reported to philips the heart rhythm artifact on EKG and pulse oximetry. They refer to the fact that the ambulance convertor had been disconnected and/or were at home or at a health center. We attach an image related to incident 47.